Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization was below 35 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer was hospitalized on (B)(6) 2014 due to hypercalcemia as well as diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was over 500 mg/dl. The customer reported having symptoms of kidney issues and vomiting. The customer was/not wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip. No troubleshooting occured.